Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for suction issue as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808061 implantable port allegedly experienced a suction issue. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a male whose age and weight were not provided.